Event description:
Leaking through valve of catheter. Catheter had to be replaced, requiring surgery. It was later discovered that some of the nurses admitted "they stuck something metal in the valve" and that's why it leaked. The new catheter is fine, not leaking.

Manufacturer narrative:
Since no lot number or product sample was provided for evaluation, the investigation results were inconclusive. A review of the complaint tracking system did not identify any issues that may have contributed to this failure mode. Consequently, no root cause was identified for this failure. Please note that the instructions for use state "warnings: do not put anything except the drainage line's access tip into the pleurx pleural catheter valve. Damage to the valve could occur if access is attempted with another device. A damaged valve may not function properly and thereby may permit air to leak into the patient's chest or pleural fluid to leak out from the catheter." This incident information will be added to the quality complaint tracking system for trending purposes.